Event description:
Caller alleged discrepant low inratio inr result in comparison the laboratory inr result. Results are as follows: results are as follows: date: (B)(6) 2014; inratio inr: 1.0; laboratory inr: 2.6. Therapeutic range: 2.0-3.0. The time between testing was one (1) hour. Reportedly, the finger was "milked" after the finger stick and the finger touched the sample well. Here was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Retain strip testing results met both accuracy and repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These cannot be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.